Manufacturer narrative:
PMA/510k: none pre-amendment. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had bacterial contamination on plates. This was observed before use, therefore plates were not used for testing. No results available to report to clinician or patient. The following information was provided by the initial reporter: customer reported bacterial contamination on the surface of the agar. Contamination was noted upon opening. Media was stored in refrigerator. Customer does not know the amount received. 44 cases remain. At least 1 case affected. Bacterial contamination.

Event description:
It was reported that the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had bacterial contamination on plates. This was observed before use, therefore plates were not used for testing. No results available to report to clinician or patient. The following information was provided by the initial reporter: customer reported bacterial contamination on the surface of the agar. Contamination was noted upon opening. Media was stored in refrigerator. Customer does not know the amount received. 44 cases remain. At least 1 case affected. Bacterial contamination.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2013300 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2013300. Retention samples from batch 2013300 were not available for investigation. There were three (3) photos available for review of this complaint. Two images each shows collage of three plates, all with contamination, and the box label with batch information on it (batch 2013300, box 0175, material 221261). The other image is a carton label featured wit batch information visible. (Batch 2013300, box 0175, material 221261). No return samples were received for investigation. This complaint can be confirmed for contamination. No complaint trend has been identified for contamination for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.